Event description:
Boston scientific received information in (B)(6) 2007 that this patient, with no history of arrhythmias, had several shocks and pvcs subsequent to the implant procedure. Technical services discussed the possibility of several causes including perforation, myocardial irritation, and proarrhythmic pacing. The patient experienced four shocks from monomorphic vt with rates in the range of 230-235 bpm. Additionally, atp therapy was delivered. The vt was attributed to biventricular pacing. The patient required drug management (amiodarone) and the issue has resolved. The device and lead system remains in-service. Subsequently, boston scientific received information in (B)(6) 2013 that this device was electively explanted due to normal battery depletion. The device was received at boston scientific's return product department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, engineering calculations determined that this device met expected longevity. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.